Manufacturer narrative:
The component, evaluation method, evaluation result, and evaluation conclusion codes have been updated.

Manufacturer narrative:
Further investigations of the patient sample were able to reproduce the values obtained by the customer. It was determined the sample contains an interfering factor against the streptavidin component of the ft3 assay. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. These effects are minimized by suitable test design.".

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii ver. 2 (ft3 iii v 2) on two cobas e 801 modules and a cobas e 411 immunoassay analyzer. The sample also had discrepant results for elecsys ft3 iii (ft3 iii) when tested on the second e 801 module and the e 411 analyzer that were used for investigation. No questionable results were reported outside of the laboratory. This medwatch will apply to the ft3 iii assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the ft3 iii v 2 assay. Refer to the attachment for all patient data. Questioned values are highlighted in yellow. The sample was initially tested with the ft3 ii v 2 assay when tested on the customer's e 801 module on (B)(6) 2022. The sample was repeated by the customer using the wako accuraseed ft3 method. The customer also treated the sample with polyethylene glycol (peg) and repeated it on their e 801 module. The sample was provided for investigation where it was tested with ft3 iii and ft3 iii v 2 on a second e 801 analyzer and an e411 analyzer on (B)(6) 2023. The sample was also repeated using the abbott architect ft3 method on (B)(6) 2023. The serial number of the customer's e 801 module is (B)(4). Ft3 iii was not tested on this analyzer. The serial number of the e 801 module used for investigation is (B)(4). Ft3 iii reagent lot number 583301, with an expiration date of 28-feb-2023 was used on this analyzer. The serial number of the e411 analyzer used for investigation is (B)(4). Ft3 iii reagent lot number 585947, with an expiration date of 28-feb-2023 was used on this analyzer.